Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Codes applicable to different issue found: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was using device updater to update their pump, the pump would not reboot after the manual reboot pump step. Reportedly, the pump shut off and the customer was unable to continue the update process. After the customer attempted unplugging the pump and plugging it back in, the pump did not wake up. The customer did not test blood glucose (bg) levels at the time of the call; however, there no was reported impact to the customer's bg level. It was confirmed that the customer had an alternate method of insulin delivery available.